Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related MFR reference 3005188751-2014-00056, 00057. During a cardiac ablation procedure, a pericardial effusion occurred. A transseptal puncture was performed with a brk transseptal needle and two unk sjm sl0 introducers were placed in the heart. While mapping in the left atrium with a non-sjm f-curve ablation catheter, transseptal access was lost. The physician then inserted a non-sjm d-curve catheter and the pt became hypotensive. Ultrasound revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt. Further info was requested but is not available.